Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply and cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that power was lost between the monitor and the c-arm. The system kept beeping as if it was shooting x-rays, but it was not. This was a recurrent issue. The customer was describing a system lock up. There is no report of patient injury.